Manufacturer narrative:
An olympus field service engineer checked the subject device and found there was a b40 error code when a device was connected with the serial digital interface (sdi) port, and there was an intermittent image when a device was connected with the digital visual interface (dvi) port. The device was returned to an olympus service center for further evaluation. During inspection and testing of the subject device, the b40 error code and the intermittent image with the dvi port were not confirmed or duplicated. However, service found that the front panel leds were all glowing due to a printed circuit board failure. In addition, service found the main switch orientation was abnormal and needed to be replaced, and there were minor scratches on the top cover, chassis, and front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the subject device for use, the device displayed a b40 error code (cv malfunction). There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was likely caused by faulty printed circuit board. Olympus will continue to monitor field performance for this device.